Event description:
Information was received indicating that medfusion 3500 pump displayed a motor error. There was no adverse event reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked counterfeit top case, cracked bottom case by l-bracket and right plunger case. Event log history was performed and indicated that no motor related alarms were recorded in history. During analysis, the reported issue was not able to be duplicated. Based on the evidence, the complaint was not confirmed, and no fault was found.